Event description:
It was reported that the stent became damaged (accordioned) as it was being advanced through the guideliner. It was confirmed that the stent appeared to get caught on the lip of the guideliner while being advanced around the aortic arch. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first two distal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation results: deformation problem -stent deformed. Related to another device (guideliner device). Inherent risk of procedure (failure to deliver the stent and stent deformation). Evaluation conclusion: operational context; inherent risk of procedure (failure to deliver the stent and stent deformation). (B)(4).